Event description:
The consumer reported that the patient was only getting 20-50% relief since this past weekend ((B)(6) 2016); this was considered a sudden change in therapy/symptoms. The patient was hospitalized over the past weekend, and he collapsed in the bathroom. It was unknown whether stimulation was on or off, and the consumer did not have access to the patient programmer at the time of report. It was noted that the patient's wife had called a manufacturer representative over the weekend, but the manufacturer representative was not available. In addition, the patient had an MRI and the patient was discharged from the hospital. The consumer wanted to schedule an appointment to meet with a manufacturer representative to "boost up the settings." The consumer was directed to follow up with the healthcare professional and have the healthcare professional's office schedule an appointment with a manufacturer representative. Additional information received from the manufacturer representative on (B)(6) 2016 reported that the patient was hospitalized due to acute renal failure; this was not related to the device/therapy. The manufacturer representative met with the patient in the hospital and did a full check of his device. The manufacturer representative further reported that the ins was working normally. It was noted that the patient had a number of underlying conditions such as morbid obesity (as well as others) and now the acute renal failure. The patient's fall was due to weakness due to poor health, not the ins. The patient's indications for use included failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.